Manufacturer narrative:
An event regarding periprosthetic fracture involving a reunion tsa - press-fit humeral stem 16mm was reported. The event was not confirmed due to the minimal information received. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. Device history review: devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding periprosthetic fracture. Lot ID and sterile lot referenced no other events. Trend detection will be conducted quarterly conclusions: no further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient fell. Patient presented with periprostetic fracture. Surgeon proceeded to retain glenosphere and cement in a new stem/cup/ insert with the reunion system.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. No further information is available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient fell. Patient presented with periprosthetic fracture. Surgeon proceeded to retain glenosphere and cement in a new stem/cup/ insert with the reunion system.